Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode which is suspected to be device related. As a result, the patient was evaluated in the emergency room. No additional adverse patient effects were reported. At this time, this device remains in service.